Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose level of 18mg/dl with symptoms of cognitive impairment, confusion, and difficulty speaking. Patient received no treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, customer support found that the bolus totals over the last 3 days, do not match (>5% different). This complaint is being reported as the patient experienced hypoglycemia related to an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 08/25/2016: the device was returned to animas and evaluated by product analysis on 08/03/2016 with the following results. Testing was unable to duplicate ¿inaccurate delivery¿ complaint. Last basal delivery was on (B)(4) 2016@8:27pm, and last bolus delivery was on (B)(4) 2016@12:39pm. Tdd add up and equal the programmed basal/bolus target. A 9u total bolus delivery is reflected in bolus history and in tdd on (B)(4) 2016. Ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test, no alarms occurred during the investigation. A 10u normal and 10u audio test boluses were correctly delivered and recorded. Bolus history and tdd reflected 20u in totals, the product performs and delivers within specification. Unrelated to the complaint, he battery compartment is cracked below the grip pad.

Manufacturer narrative:
Follow-up #1 submitted on 7/29/2016: on (B)(6) 2016, the reporter also alleged that the pump was not emitting the low glucose alert warning/alarm when their bg was below limits.